Manufacturer narrative:
There was no patient involved in the reported event. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an automated impella controller experienced a battery charging issue. There was no patient involved in the reported event.